Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported that during preventive maintenance (pm) done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a reading over 3900psi with a half filled tank of helium. There was no patient involvement. Fse resolved the issue by replacing external helium transducer. Fse completed full pm and tested the safety and functionality and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received helium transducer with a reported unit failure of the transducer reading the wrong psi level on the helium tank. The fat performed a visual inspection and found the part to be in good condition. The fat installed the transducer in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the reported failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit was reading over 3900psi with a half filled tank of he. There was no patient involvement

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.